Manufacturer narrative:
Device evaluation did not confirm the reported issue. Probe met internal specifications. Additionally, probe returned and evaluated is not from the lot number initially reported. Numerous attempts to gather patient information were unsuccessful.

Event description:
Freezing up the shaft occurred during the procedure. Another probe used.